Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 between 2:00¿3:00 pm, the patient experienced a medical emergency while driving. A ups driver observed the patient struggling to read a road sign (blurry vision) and followed her until she pulled over. The driver then witnessed the patient having a seizure and immediately called 911. Emergency medical services (ems) arrived and measured the patient¿s bg using a meter, which read 83 mg/dl, while the patient¿s cgm displayed 110 mg/dl. The patient was transported to the emergency room (ER). Prior to the seizure, the patient reported her cgm reading was 70 mg/dl; no bg meter comparison was taken at that time. She self-treated with glucose tablets before the seizure occurred. The patient was wearing a tandem insulin pump during the event. At the emergency room, the patient¿s cgm sensor was removed, and diagnostic tests including magnetic resonance imaging, electroencephalogram, and CT scan were performed. The patient was hospitalized for more than 24 hours and was reported to be stable at the time of follow-up. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.